Event description:
It was reported that the impactor was broken while inserting the head into the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - impactor. Visual examination of the returned product identified the threads holding the impactor pad have fractured completely. A portion of the threads remain inside of the black impactor pad. The impactor has nicks, scratches, and dents over the entirety. The device was sent to sem for further analysis which indicated the following: contact damage is visible on the impactor pad. Sem images show fatigue striations are present around the fracture surface and appear to radiate toward an inner region where ductile overload dimples are observed. These fracture surface artifacts are consistent with the rotational fatigue failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.